Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 50 ml of fluid in the housing for evaluation. Visual examination did not confirm the reported condition of a ruptured reservoir. No root cause was identified. However, the film-wrap was noted missing which was the cause of fluid in the housing. No repair was done, as this is a single-use device which will be discarded. Similar reports have been received for the reported problem. The root cause investigation of the bladder rupture issue is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an intermate had its reservoir rupture before use. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.